Manufacturer narrative:
It can be noted that the specific rpn was not provided, complaint logged for evo-fc-20-25-8-e for logging purposes. The actual rpn or lot number of the evolution fully covered device involved in this complaint was not provided. As the rpn or lot number were not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. 1 x fully covered evolution stent of unknown lot number was returned for evaluation. It was not returned in the original package. It was measured and noted to be approx. 8cm in length. The coating of the stent was noted to be slightly discoloured. The lasso loops were present on the returned stent and no issues were noted. As the actual use conditions cannot be replicated in the laboratory, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. As per the instructions for use that accompanies this device, ifu0061-4: "potential complications associated with upper gi endoscopy include, but are not limited to: stent misplacement and/or migration." The component involved in this complaint is the esophageal stent. Prior to distribution all evolution esophageal devices are subject visual inspection and functional checks to ensure device integrity. The manufacturing records for the device involved in this complaint could not be reviewed as the rpn and lot number was not provided. The instructions for use, ifu0061-4, contains the following precaution: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa." This device was used off-label as the stent is a permanent implant and should not be removed. Ifu0061-4 also includes the following precautions "the device is intended for palliative treatment only. Alternate methods of therapy should be investigated prior to placement." "Long-term patency of this device has not been established. Periodic evaluation is advised." The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The fully covered stent had migrated into the stomach. A fully covered alli-max stent was then placed, which held its position and was able to push in-growth of deteriorated partially covered stent out. All stents were then removed from the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.